Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/18/2020. On 18 november 2020, the senior clinician had a phone call with the sales representative. The sales representative stated that this was the physician¿s first time using the large bore catheter (lbc) device; it kinked prior to becoming separated and had not yet entered the base of the catheter. The sales representative also provided a photo of the complaint device. The photo was attached to the complaint file and was reviewed by the product analysis team. Photo analysis: the body of the 132cm large bore 71 catheter is observed broken and separated from the ID band. There were no other damages observed. Some residues of blood could be noted on the device. The complaint documented that the lbc became separated at the hub during the procedure. The issue was confirmed based on the photo provide; the body of the device was observed separated from the ID band. The kink reported was also confirmed. Further investigation will be performed when the device is returned for analysis. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the 132cm large bore catheter (lbc) (ic71132ug / lot# unknown) became separated at the hub. Another lbc was pulled to complete the procedure. It was reported that no excessive force was used on the device; there was no difficulty with other devices. There was no procedure delay and no report of any patient adverse event or complication. On (B)(6) 2020, the senior clinician had a phone call with the sales representative. The sales representative stated that this was the physician¿s first time using the large bore catheter (lbc) device; it kinked prior to becoming separated and had not yet entered the base of the catheter. The sales representative also provided a photo of the complaint device. The photo was attached to the complaint file and was reviewed by the product analysis team. Photo analysis: the body of the 132cm large bore 71 catheter is observed broken and separated from the ID band. There were no other damages observed. Some residues of blood could be noted on the device. The complaint documented that the lbc became separated at the hub during the procedure. The issue was confirmed based on the photo provide; the body of the device was observed separated from the ID band. The kink reported was also confirmed. On 04 december 2020, the complaint device was received in the product analysis lab. The investigation has been completed. The documented findings are included below. Investigation summary: the non-sterile 132cm large bore catheter was received contained in a pouch. Visual inspection was performed. The device was observed compressed at 121 cm. A section near the hub was observed fractured. This is consistent with issue captured in the photo of the complaint device that was provided. Dimensional analysis. The inner diameter (ID) and outer diameter (od) of the device were measured and found to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0830 inch; specification: max. 0.0837 inch / min. 0.081 inch. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint reported that during the procedure, the 132cm large bore catheter became separated at the hub. The returned complaint device was observed compressed and fractured at the area near the hub. The lot number of the device is not known, therefore review of the device manufacturing record was not performed. The reported issue was confirmed. Force was likely the cause though the exact cause cannot be conclusively determined. However, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 12/4/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device lot number is not available / not reported. The expiration date of the device is not known. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 132cm large bore catheter (lbc) (ic71132ug / lot# unknown) became separated at the hub. Another lbc was pulled to complete the procedure. It was reported that no excessive force was used on the device; there was no difficulty with other devices. There was no procedure delay and no report of any patient adverse event or complication.